Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found both grips were bent towards their base. The grips had a gap at the base and only the distal most teeth were meshing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The fenestrated bipolar forceps instrument were returned without any allegations of malfunction. No further information was provided.